Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a unilateral biportal endoscopy procedure the device was reported as damaged, a ball from the device¿s =bearing became dislodged at the second intervertebral level. The procedure was prolonged by approximately 15¿30 minutes and was completed using a backup device. As the dislodged bearing ball remained in the patient, a subsequent reoperation was performed and all fragments were successfully removed. Post surgery, the patient was alive with no injury.